Event description:
It was reported the pt experiences ineffective stimulation. Reprogramming was attempted to no avail. X-rays were taken and indicated the lead has migrated. The pt is undecided if she desires to pursue surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.